Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult or delayed positioning (clip caught on anatomy). There is no indication of a product issue with respect to manufacture, design, or labeling. 4559 tissue damage removed as tissue damage was not confirmed. This file was downgraded too not reportable. H6: health effect - clinical code - 4559 updated to 4582. H6: health effect - impact code - 4614 updated to 2199. H6: medical device problem code - 1528 updated to 1157.

Event description:
Subsequent to the previously filed report, additional information was received: no chordal tear or flail was observed on echocardiographic imaging.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4. Transseptal puncture was suboptimal. First xtw clip (lot: 40223a2041) was placed lateral a2/p2 with some grasping and capturing difficulty due to aorta hugger transseptal puncture. Mr reduced to grade 2-3 with gradient of 5mmhg. An ntw clip was then attempted to be placed lateral. First grasp was not in the right spot, so it was opened, inverted, but it became caught on the leaflet or chordae. Troubleshooting eventually allowed to the clip to be unstuck. There was no tear or tissue damage observed on imaging, but mr had now rose to grade 3 with a jet from where it was entangled. The clip was then implanted lateral to the first clip, reducing mr to grade 2+. Gradient of 5mmhg after release. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.